Manufacturer narrative:
1.no nonconformance was found and recorded in the document (B)(6) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(6) and strips (lot#: d240130b-4). 2.the meter was shipped to pdc on (B)(6) 2023, and strips with 2-year shelf life were manufactured on jan 30, 2024. Because the suspected items was not returned to okb, the retained meter (serial#: (B)(6) was used to re-examine its setting and all functions, and no malfunction occurred. Also, retained strips that were the same batch as suspected ones were obtained from okb's warehouse, and they were used to re-test by the retained meter and any valid control solutions (batch# of level low: 2ah1a04 and exp. By 2025-01-31; batch# of level high: 2ah3a19 and exp. By 2025-01-31). Testing results (level low: 55/60; level high: 334/334) met the acceptance criteria (level low: 40~85; level high: 230~340), and desiccants of the strip vial are still functional (orange color). 3.the root cause of the complaint was unable to be verified without the suspected items and more critical information. Therefore, the complaint has to be closed out if no further action or information from the user.

Event description:
Caller stated that medical attention was sought on (B)(6) 2024 around 9:30pm in a parking lot. Caller stated that she was out with the end-user and tested her blood glucose with her prodigy meter and received a reading of hi. A normal blood glucose reading for that time of day is usually around 250-350mg/dl. Caller stated that she was uncomfortable with the reading and took the end-user to bates (B)(6) hospital located at (B)(6), caller stated that the end-user had a blood glucose of 421mg/dl when she arrived at the hospital. Caller stated that the end-user did not receive any treatment to raise or lower her blood glucose. Caller stated that the end-user had a blood glucose of 416mg/dl when she was discharged a few hours later. No additional information was provided.

Manufacturer narrative:
The case with reference to importer's MDR#3008789114-2024-00013 was received on dec 20, 2024 and its initial investigation was completed on jan. 07,2025. 1.we received the suspected meter (serial#: (B)(6)) on jan 07, 2025 from pdc. 2.the meter was used to re-examine its setting and all functions, and no malfunction occurred. Standby current (3.0ua) of the suspected meter met acceptance criteria (< 55 ua). 3.because patient did not send back her strips, suspected meter was used to re-test by our retained strips (lot#: d230320b-4) and any valid control solutions (batch# of level low: 3ah1a06 and exp. By 2026-02-28; batch# of level high: 4ah3a23 and exp. By 2026-07-31), respectively. The control solution test results (level low: 67/60; level high: 315/305) met the acceptance criteria (level low: 40~85; level high: 230~340). 4.as above, no non-conformance and malfunction of the suspected meter was found. The root cause of the complaint was unable to be verified without more critical information. Therefore, the complaint must be closed out if no further action and information from the user.

Event description:
This is a supplemental report to initial report# to submit investigation results from the manufacturer for the suspect device. Device was returned from prodigy diabetes care on (B)(6) 2025 and an investigation results of the suspect device was completed by ok biotech.